Event description:
Product leaking, cracked, broken plungers.

Manufacturer narrative:
Evaluation summary: no samples returned for evaluation. Investigations are currently ongoing to identify the potential sources contributing to this condition in the syringe manufacture and assembly processes. Analysis of complaint data over the past two years reveal that this type of incident occurs at a chronic low level in relation to the total volume of syringes produced.